Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that, all stations were in critical override. A technical support specialist (tss) checked the server and found no issues; certificate was updated and was able to log into health site viewer (hsv). Then the tss advised the customer to log out and clear the browser history and was then able to log onto the hsv and the issue was resolved. The system functioned as intended after the technical support specialist inspected the device.

Event description:
It was reported that when using the bd pyxis¿ es server all station were in critical override. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.